Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2011. (Patient ID is unknown). According to the complainant, it was reported that a fluid loss alarm error message occurred. Fluid leaked from the patient's cervix, and caused a 2cm burn on the patient's posterior vagina. The burn classification is unknown. The burn was treated with silvadene cream. The procedure was aborted due to this event. Additional follow up with the clinician confirmed a cervical leak did occur. The size of the burn was 2 cm located on the posterior vagina. The severity of the burn is reported to be unknown. Bacitracin vaginal cream in addition to silvadene cream was administered to the affected area as treatment. There were no further complications reported with this event. An additional attempt has been made to obtain patient follow up details with no response from the clinician.